Event description:
It was reported that during a surgical procedure, it was noted that three blades broke where it fits into the handpiece. It was also reported there was a delay of 10minutes as a result of this event. It was further reported that no adverse consequences occurred as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the three blades which were reported to have broken.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that three blades broke where it fits into the handpiece. It was also reported there was a delay of 10 minutes as a result of this event. It was further reported that no adverse consequences occurred as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the three blades which were reported to have broken.